Event description:
A customer contacted beckman coulter regarding inconsistent hgb, rbc, and platelet (plt) results on capillary samples that were generated by the coulter ac t 5 diff instrument. The customer provided results from only one (1) pt. The initial results were: hgb 125g/l, rbc 4.34 x 10(12)/l, and plt 357 x 10(9)/l. The customer re-tested the pt original sample for all 3 parameters. The repeated results were: hgb 37g/l, rbc 1.27 x 10(12)/l and plt 118 x 10(9)/l. The customer re-tested the pt original sample 2nd time abd obtained results as follows: hgb 125g/l, rbc 4.42 x 10(12)/l, and plt 325 x 10(9)/l. The customer indicated that there was no change in pt treatment that can be attributed to or connected with this event.